Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 07 oct 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On 7th oct 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. The data management system (dms) shows that the user was re-inserted with a new sensor on the 14 nov 2025. Raw sensor data analysis showed optical instability around the timeframe of the reported inaccuracies, and this most likely caused the observed sensor inaccuracy. B4. Date of this report 05 jan 2026. G3. Date received by the manufacturer? 05 jan 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121,4114. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.